Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a urological procedure. According to the complainant, during the procedure, the tip of the laser fiber was detached after opening the package. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The complainant indicated that no additional information is available.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm. The pattern on the tip face is consistent with a new fiber. A portion of the tip along one side is fractured indicating that the tip of the device was damaged before use.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a urological procedure. According to the complainant, during the procedure, the tip of the laser fiber was detached after opening the package. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The complainant indicated that no additional information is available.